Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic submucosal variceal dissection (esvd) procedure performed on (B)(6) 2021. During the procedure, the bands would not deploy in order and could not deploy smoothly. The device was removed and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable issue of bands prematurely deployed. Medical device problem code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the tripwire was secured in the handle and the crimp was present on the tripwire; however, it was found cut. The trip wire was likely cut by the customer and it is not considered as an issue of the device. There were seven bands present on the ligator head. Some of the bands were torn and five of the bands were moved out of their original position. The ligator teeth were bent. Additionally, the suture was found attached to the distal loop of the tripwire. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue noted with the handle assembly. No other issue with the device were noted. The reported events were confirmed. Based on the evaluation of the returned ligator head, it is likely that the damage to the ligator head teeth and bands was due to the handling and manipulation of the device during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic submucosal variceal dissection (esvd) procedure performed on (B)(4) 2021. During the procedure, the bands would not deploy in order and could not deploy smoothly. The device was removed and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.